Manufacturer narrative:
The image review that initiated this complaint speculated that the device is either a zsle-13-90 or a zsle-16-90 but based on the provided information this cannot be confirmed. Customer (person): phone: (B)(6). Country: (B)(6). Full name: (B)(6). Occupation: supervisor. The complaint device was relined with an additional zenith flex with spiral-z technology aaa endovascular graft iliac leg. Investigation ¿ evaluation: upon investigation and image review of the complaint reported under MDR#1820334-2020-01248, a 3b endoleak was found on a zenith flex with spiral-z technology aaa endovascular graft iliac leg with rpn either zsle-13-90 or zsle-16-90. The device was implanted on (B)(6) 2020 in a procedure to treat the endoleak reported under MDR#1820334-2020-01248. Communication with the user facility clarified that standard ballooning techniques were used to implant the device and that some tortuosity was noted. The patient reportedly experienced no adverse effects as a result of this incident, no additional harm was reported. Reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications, as well as a visual inspection of imaging provided of the device, were conducted during the investigation. The complaint device was not returned for evaluation; however, imaging was provided and sent for expert review. The image reviewer confirmed a type 3b endoleak in either a zsle-13-90 or a zsle-16-90 which is the subject of this report, and a type 1b endoleak on a zsle-13-122-zt which is the subject of MDR#1820334-2020-01248. The reviewer asserts that the cause of the type 3b endoleak can be attributed to increased arterial pressure, caused by the injection of contrast, exacerbating a suture hole as well as the anticoagulation of the patients blood. Cook has concluded that the device was manufactured to specification. Additionally, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that the affected product is safe and effective for its intended use. A review of the device history record could not be completed due to a lack of lot information from the user facility. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: "general: additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. Potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: endoleak. Endoprosthesis: graft material wear; erosion; puncture. Zenith spiral-z aaa iliac leg system. 7 molding balloon insertion. Expand the molding balloon with diluted contrast media (as directed by the manufacturer) in the area of the most proximal covered stent and the infrarenal neck, starting proximally and working in the distal direction. Withdraw the molding balloon to the ipsilateral limb overlap region and expand. Withdraw the molding balloon to the ipsilateral distal fixation site and expand. Deflate and remove molding balloon. Transfer molding balloon onto the contralateral wire guide and into the contralateral iliac leg introduction system. Advance molding balloon to the contralateral limb overlap and expand. Withdraw the molding balloon to the contralateral iliac leg/vessel distal fixation site and expand. Final angiogram. Position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components. General: all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up." Based on the information provided, inspection of the provided imaging, and the results of the investigation, a definitive cause for the endoleak was not established; however, endoleaks are a known inherent risk of zenith devices. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints.

Event description:
Upon investigation and image review of the complaint reported under MDR#1820334-2020-01248, a 3b endoleak was found on a zenith flex with spiral-z technology aaa endovascular graft iliac leg with rpn either zsle-13-90 or zsle-16-90. The device was implanted on (B)(6) 2020 in a procedure to treat the endoleak reported under MDR#1820334-2020-01248. An attempt to eliminate the type 3b endoleak was made through use of a cook coda balloon with an inflation volume of 15 cc at the overlap of the stents. A small endoleak remained, so the clinician relined the leg with another zenith flex with spiral-z technology aaa endovascular graft iliac leg of unknown rpn, either a zsle-13-74 or zsle-16-74.